Manufacturer narrative:
Patient age was received by the manufacturer. MDR 3004785967-2018-00497 contains the product analysis for this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient age was unknown on the date of filing. A manufacturer representative went to the site to test the equipment. It was reported that the umbilical cable was replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that during a sacroiliac and thoracolumbar procedure, the site was booting up the system and it would not connect to the image acquisition system (ias). They wiggled the umbilical cable and the system was able to connect. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.